Manufacturer narrative:
Manufacturer narrative: investigation identified an issue within the stella 2.0 program software: when generating an iod override, the expected refraction (exp ref), expected equivalence (exp seq), model and version number of the original reserved lens is being displayed, not the information from the override lens. This is apparent when the override lens is a model/version that is completely different from the original reserved lens. When generating an iod override, the correct serial number (sn), axis and rotation are displayed. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 PMA/510(k): p030016/s001/a016. Claim# (B)(4).

Event description:
The reporter indicated that when duplicating a calculation in the stella 2.0 software, the expected refraction and the expected seq (spherical equivalent) displayed on the duplicated calculation did not match the values displayed in the original calculation. Cause of event was not reported.